Event description:
Customer reported that their laser began to smoke. The system was restarted after it was shut off improperly by hitting the wrong circuit breaker.

Manufacturer narrative:
Requested but not available at the time of this report. A field service specialist was dispatched to check the equipment and inspection was conducted to determine the cause of failure. Upon inspection the fse noticed a possible burnt wire beneath the tyratron ait was found that the smoke was as a result of the customer attempting to perform their own service on the system. They received a new ups from a vendor and instead of contacting abbott medical optics come out and wire the system to the ups, they attempted on their own. Customer mis-wired the electrical cables and, upon power-up, smoke became visible. The system has not been used in several months (customer doesn¿t want to pay for the repair). No patients were affected, there were no injuries or damages as a result of the customer mis-wiring the system. The circuit breaker was also tripped. All pertinent information available to abbott medical optics has been submitted. Placeholder.